Event description:
Hospital biomed technician reported that the hospital has had ongoing problems with model number 91341, 1.4mhz telemetry transmitters. Rep is reporting that a telemetry transmitter transmitted to the wrong telemetry receiver module.

Manufacturer narrative:
Review of our post market surveillance has revealed that spacelabs had not previously submitted a report of this incident to the FDA. We are now reporting this issue as required. However, this issue was reported. The customer reported an incident in which a telemetry transmitter transmitted on the wrong radio frequency channel (i.e. A frequency other than the frequency on which it had been set to transmit) when this occurs, if another telemetry receiver at the site has been tuned to receive transmission on this other (wrong) channel, the patient's waveform would be displayed on the central monitor as having been transmitted on this wrong channel. Prior to receipt of this complaint, we had already initiated a recall to address previously reported incidents of channel switching. At the time of this complaint, this customer's products had not yet been updated in connection with the recall corrective action. This recall is still in process.